Manufacturer narrative:
Testing and investigation found that the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device distal pressure sensor pin was broken. The device was returned to the biomedical dept with an unsigned note that stated, "keeps beeping distal air but no visual air in line". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. Though requested, no add'l info was provided.